Event description:
As initially reported by a hospital, a firestar ptca balloon catheter was inflated in a calcified vessel and the artery dissected. The balloon would not release; therefore, the physician re-inflated and pulled negative pressure, and the balloon finally rewrapped. The product was discarded at the hospital. On follow-up, the physician involved reported that he had no problem with the balloon catheter and stated that nothing untoward happened to his pt. However, the cath lab manager at the account stated that the firestar balloon "took too long" to come down, resulting in a dissection which had to be stented. The contrast-to-saline ratio of the inflation medium was 50:50 hypaque. Despite multiple attempts to clarify the course of events, conflicting info has been received and therefore, the conservative approach is being taken to submit this file as an MDR-reportable complaint.

Manufacturer narrative:
The product is not available for eval, as it was discarded by the facility. Add'l info will be submitted within 30 days upon receipt.